Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracic surgery lobectomy, before the first firing, the reload was used with the handle. When trying to use it to fire the tissue, it was not able to fire. Both reload and handle were replaced to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional info: (fname). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracic surgery lobectomy, before the first firing, the reload was used with the handle but the handle was unable to be squeezed. When trying to use it to fire the tissue, it was not able to fire. Both reload and handle were replaced to complete the procedure. There was no patient injury.